Manufacturer narrative:
This report is for an unknown distractor /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, an unknown distractor instrument was broken during a transforaminal lumbar interbody fusion (tlif) spondylodesis l5-s1 with bilateral facetectomy and wiltse paraspinal approach. The procedure was due to a degenerative disk disease l5-s1 with radiculopathy l5 right leg. The distractor was used from both right and left sides. The right side distractor worked without issue and only the left side distractor broke during the procedure. The tlif cage was finally introduced from right side. On (B)(6) 2016, a magnetic resonance imaging (MRI) showed evidence of a broken fragment foramen l5-s1 on left side. The diagnosis post-incident was believed to be radiculopathy l5 left, however there were no corrective procedures performed. Concomitant device reported: unknown tlif cage (part # unknown, lot # unknown, quantity# 1). This report is for one (1) unk - distractor instruments. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report is from the netherlands.